Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after an angiography and intravascular ultrasound (ivus) procedure. Reportedly, after suture deployment, when attempting to remove the proglide device, strong resistance was met. The device was able to be advanced back into the artery and there was brisk blood flow from the marker lumen. The foot was able to be deployed and retracted smoothly. Multiple attempts were made to remove the proglide device; however, there was still strong resistance at the same point when attempting to remove it. Cut down surgery was performed to remove the device. The femoral artery was closed without complication and the patient was admitted to the hospital overnight and discharged the following day. "Examination of the proglide after removal revealed an intact device with no visual damage. A small loop of suture was still present through the suture bay. The footplate deployed and retracted without resistance. Tension on the retained suture in the direction of device removal revealed that the suture did not slip out of the suture bay with the usual light pressure as very strong traction was required. Comparison with a new device showed a marked difference in force required for the suture to slip out of the suture bay, with the new device only requiring light pressure. It was believed that the device entrapment resulted from failure of the suture to slip out of the suture bay." There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified showed no indication of a lot specific product quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition (failure to deploy the suture) and device entrapment could not be determined. The treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. D10, h3: it was initially reported that the device would be returned for analysis, however, the device was unable to be retrieved.